Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked from an unspecified location. This occurred during setup of peritoneal dialysis therapy. The patient stated "they left the house and came back home and all the solution from the bags was on the floor." During follow up, the patient stated that the connection was properly tightened and they did not know the exact location and cause of the leak. The patient stated that there was no damage observed on the cassette. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.